Manufacturer narrative:
The unit was returned to the company for non-destructive testing. A visual inspection showed that there was no visible damage to internal or external components. Simulated use testing showed that the unit met specifications with an o2 purity of 91.8% and did not alarm. There was no fault found with the unit. The incident was caused by patient misuse.

Event description:
The patient received burns while loading paper into a wood burning stove. The injuries from the burns resulted in hospitalization for the patient. After returning home, the patient was visited by (B)(6) on (B)(6) 2015. The patient acknowledged receipt of written information regarding fire safety precautions and the risk when operating an oxygen concentrator in close proximity to open flames/heat sources and smoking was prohibited while receiving oxygen therapy. (B)(6) believes this is the result of patient error.

Event description:
The pt rec'd burns while loading paper into a wood burning stove. The injuries from the burns resulted in hospitalization for the pt. After returning home, the pt was visited by linde pt on (B)(6) 2015. The pt acknowledged receipt of written info regarding fire safety precautions and the risk when operating an oxygen therapy. Linde pt believes this is the result of pt error. Linde pt has not identified any failure of the device.